Manufacturer narrative:
(B)(4). Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to motor error alarms.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose level was 358 mg/dl. Customer was assisted in performing pump rewind and they were able to complete insulin pump rewind. It was also reported that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.